Event description:
It was reported that a pacer dependent patient presented in clinic for a routine follow-up and noise reversions were present on the ventricular lead. The noise contributed to short pauses in pacing. It was observed that the lead had fractured. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.